Event description:
It was reported that during follow-up, loss of capture was observed. Further evaluation is planned. Patient condition was good. No further information is available.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 5.2-5.3cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. External insulation abrasion was noted at 11.6-12.2cm from the lead tip, consistent with lead friction to another device or feature of the heart. The inner coil was exposed at 11.6-12.0cm. External and internal insulation abrasions were noted at 9.0-9.5cm from the lead tip. Externalized conductors due to external and internal insulation abrasions were noted at 8.7-11.1cm from the lead tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was explanted. The patient was good after the event.